Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported high levels of variability with cylinder during aphakic measurements in magnitude compared to pre-operative plans. A larger than expected variation between pre-operative keratometry cylinder readings and aphakic cylinder readings was noted. The surgeon does not feel that cylinder measurements can be relied on and may require assistance in analysis. System recommendations for toric cases have not been utilized as a result. There have been multiple occurrences since the system has been commissioned. No patient harm was reported. Cataract extraction with intraocular lens implant was completed. There are two related reports for this facility. This report addresses patient number two and another manufacturer report will be filed for the other patient.

Manufacturer narrative:
The customers reported event was not able to be confirmed. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).